Event description:
It was reported that one day post-operatively to a cryo ablation procedure, the patient presented to the emergency department with sharp substernal chest pain. Initial cardiac markers and electrocardiogram (ECG) indicated low suspicion for an acute coronary syndrome. An elevated troponin level was noted due to recent ablation and an additional ECG was performed. No arrhythmias were observed. An echocardiogram was also performed and showed no pericardial effusion. The patient was hospitalized. Two days later, the patient recovered and was discharged. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: cryo-unknown; product type: mapping catheter product ID: 4fc12; product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.